Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -07.50 diopter, into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to excessive vaulting. The patient had some haloes/blurred vision. The lens was replaced with a shorter lens and the problem was resolved (haloes/blurred vision had resolved). The cause of the event was due to the device.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).